Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer also stated she had air bubbles in the reservoir every time she would fill it with insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.